Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review and a review of the device history record (DHR) could not be conducted because the user facility did not provide the lot number or the product catalog number. Conclusion: the actual sample was not returned for evaluation. The physician observed, under fluoroscopy, the balloon material twisting on the proximal and distal ends. The hcp was unable to provide product identifies for this device. Based on the limited information provided, a definitive root cause could not be established. It is unknown if the patient and/or procedural issues contributed to the reported event. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was allegedly difficult to inflate with a twisted balloon upon inflation. Reportedly, the observed twisting of the balloon material was on the proximal and distal ends. The sample disposition is unknown. No adverse patient outcomes were reported.